Event description:
It was reported that, during dilation for insertion of this inflatable penile prosthesis (ipp), the urethra was perforated. A tactra malleable penile prosthesis was implanted as a space holder while the urethra heals. There were no further patient complications.